Event description:
Customer's family member reported customer received an error message on the display of his freestyle freedom blood glucose monitor an experienced "loss of awareness, dizziness, diabetic shock and diabetic seizure." Paramedics were called an customer was taken to hosp. Customer was diagnosed with hypoglycemia. It was reported an intravenous treatment of d50 (50% dextrose) was administered to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been returned and an investigation did not confirm the complaint and no new issues were observed. All results were within the range specification and no errors were observed. No indication of memory overwrite was found. In addition, according to the meter's internal log, it is unclear what readings were received on the day of the event.